Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to normal battery depletion. The customer's blood glucose (bg) level was "high." Customer turn pump on and was able to deliver a correction bolus to address high bg. Tandem technical support educated customer on charging battery. Customer continued using the pump for insulin therapy.